Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited intermittent oversensing of atrial activity on the left ventricular (lv) channel. Technical services (ts) recommended changing the lv sensing configuration or adjusting lv sensitivity. This crt-p remains in service. No adverse patient effects were reported.